Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# v718504, implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial# (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation while going through a security gate at a retail store. Additional information has been requested, but was not available as of the date of this report.